Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had the drive count and time values or changes incorrect for moving or coasting error. It was too slow or too fast. Also no motor movement or negligible movement were noted and retries to free a stuck motor failed. The customer¿s blood glucose level was 161mg/dl at the time of the incident. The customer reported that the pump was giving her error; and it's malfunctioning. The customer said she was just lying in bed and got this alarm. Customer stated they were not able to rewind the pump. The customer was assisted with performing displacement test. As per customer she already did this 10 times, earlier it was still rewinding but now it completely not doing anything when select to rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in manufacturing mode. No pump error alarms noted during testing. Unit was received with constant pump error alarms during rewind due to moisture damage on motor assembly. Unit passed sleep current measurement, active current measurement and self-test. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slight damage on keypad overlay texture at top right corner of overlay, cracked select button on keypad overlay, slightly peeling end cap address label and corrosion on force sensor assembly.